Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed no image and a b30 error. The event occurred during a colonoscopy, while the device was inside the patient. The procedure was finished with a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.